Event description:
Info received indicates the head section brake casters are not locking when the brake is engaged.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.